Event description:
It was reported that during tka procedure the green plastic piece that attaches to femoral implant broke while impacting femur. Surgeon was finished with it so no need for a backup.

Manufacturer narrative:
The device used in treatment was returned and evaluated. A visual inspection of the returned device confirms that the plastic from impactor is damaged and broken. The device was manufactured in 2014. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.